Event description:
Customer reported "flu-like" symptoms including nausea, frontal headache, congested sinus, sore throat, and tight upper airway after spending an eight - hour shift in an area where cidex opa and epizyme are used. The customer was not prescribed any treatment for her symptoms.